Event description:
New information notes that a perforation occurred. Lead was explanted.

Event description:
It was reported that fluoroscopy revealed a suspected insulation anomaly. It was noted that revision would be scheduled at a different hospital. No further information is available at this time.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.